Manufacturer narrative:
(B)(4) the customer returned one 3-lumen pressure injectable (pi) cvc for analysis. Signs of use in the form of biological material were observed on the catheter body and inside the luer hub of the proximal extension line. Visual analysis revealed a deep cut on the proximal extension line (white hub) near the luer hub. Microscopic examination confirmed the damage, showing sharp edges with raised material deformation consistent with contact from a sharp metallic object (e.g., scalpel, needle bevel, or scissors). The hole on the proximal extension line measured 11mm from the luer hub. The proximal extension line outer diameter measured 0.085", which is within the specification limits of 0.084"-0.088" per the proximal extension line extrusion product drawing. The inner diameter measured 0.055", which is within the specification limits of 0.055"-0.059" per the proximal extension line extrusion product drawing. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. All three extension lines were individually connected to a lab leak tester and pressurized to 300 kpa for 30 seconds. Leaking was observed from proximal extension line, remaining extension lines passed without leak. A device history record review was performed, and no findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The customer report of a leaking extension line was confirmed through investigation of the returned sample. Visual analysis revealed a deep cut on the proximal extension line adjacent to the luer hub, resulting in a perforation. Functional testing confirmed that the proximal line leaked from the hole. The appearance of the hole is consistent with damage from contact with a sharp object (i.e. Scalpel, needle bevel, scissors, etc). Despite the damage, all relevant dimensional requirements were met. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after the anesthesiologist created the vacuum, he inserted the triple lumen without difficulty. However, when it came time to flush, it was impossible to inject or withdraw blood through the white lumen, which was leaking. The anesthesiologist had to replace the entire catheter". The patient's current condition is unknown.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "after the anesthesiologist created the vacuum, he inserted the triple lumen without difficulty. However, when it came time to flush, it was impossible to inject or withdraw blood through the white lumen, which was leaking. The anesthesiologist had to replace the entire catheter". The patient's current condition is unknown.